Event description:
The hospital reported that during a coronary artery bypass procedure, the tech loaded two heartstring seals and then unlocked and pressed on the plunger (fired the seal) while the delivery tube was still inside the loader device. The hospital contact reported the event related to user loading error. A replacement kit was used to complete the procedure. The hospital did not report any pt complications. This report is for the second device.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was outside of the loader device and the plunger had not been depressed. The seal subassembly was left behind in the loader device. No evidence of blood was seen on the device. Based upon these findings, the complaint that the seal failed to load properly is confirmed; however, the plunger had not been depressed. (B) (4).